Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an omniflex stem. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that, the patient had a revision tha due to stem and cup loosening.

Manufacturer narrative:
An event regarding loosening involving an unknown omnifit stem was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that, the patient had a revision tha due to stem and cup loosening.